Event description:
The pump was returned to animas. Product analysis evaluated the pump and found evidence of contamination under the keypad button contacts. This report is made based on evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/11/2013 with the following findings: there were no visible signs of damage to the keypad. The keypad buttons were tested and all of the keypad buttons were found to be responding appropriately. The keypad was removed and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).